Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Received with burr housing attached to advancer. Sheath torn at 107mm from burr housing strain relief. Drive shaft rotated. Device stalled and would not run with burr catheter attached. Advancer able to rotate and reach optimal rpm with catheter detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the rotation speed was unstable. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A 2.00mm rotalink plus was selected for use. During the procedure, it was noted that the device failed to reach the target rotation speed of 200,000 rpm. The actual rotation speed reached was at 120,00rpm. There were no patient complications reported. However, device analysis revealed that the sheath torn.